Manufacturer narrative:
The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age, dob and weight not available for reporting. Date of event: unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that the tip of a hex screwdriver broke during a left tibia open reduction internal fixation (orif) on (B)(6) 2018. This occurred as they were final tightening of a 3.5 mm cortex screw through a variable angle locking compression (va lcp) proximal tibia plate. The broken tip was left in the head of the screw. The screw remains implanted. The surgeon was not concerned (this was one of approximately ten screws to be implanted through the tibia plate). The torque limiter was not in use with the cortex screws, as per recommended procedure. One extra x-ray was taken to confirm that the broken tip was not loose. There was a reported surgical delay of two minutes related to the x-ray. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: 3.5 mm cortex screws (part # unknown, lot # unknown, quantity 3), unknown va lcp locking screws (part # unknown, lot # unknown, quantity 6), unknown va lcp plate (part # unknown, lot # unknown, quantity 1). This complaint involves one device. This only 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR, device manufacture date: device history records review was conducted. The report indicates that the device history lot: part: 314.570 lot: 8331272. Manufacturing site: haegendorf. Release to warehouse date: 28. June 2013. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation summary: the hex screw driver (part: 314.570, lot: 8331272, mfg: 28-june-2013) was received with the reported conditions of ¿broken intraoperatively: rm and functional embedded device rm¿ at customer quality, the returned hex screw driver (part: 314.570, lot: 8331272, mfg: 28-june-2013) was inspected and the complaint of broken was confirmed. Visual inspection performed at customer quality observed that the hex tip was broken approximately at its half-length. Additionally, the remnant portion of tip was observed with twisted edges. Broken fragments were not received at customer quality as the fragments were remained attached to screw in the patient's body. Whether this complaint could be replicated is not applicable because the device was returned damaged. Relevant drawings for the returned device were reviewed (both current and from the time of manufacture): top-level drawing for hex screw driver 314.570 and shaft drawing determined to be suitable for the intended design and application when used as recommended. A device history review was performed for the returned instrument¿s lot number and no ncrs, mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Also, based on the device history record review, there is no indication that any issues with material or material properties contributed to the complaint condition. While no definitive root cause could be determined it is possible that any unintended excessive twisting forces encountered by device during usage could have led to complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.